Event description:
A cobe brat procedure set was set up for autologous blood salvage use during surgery. At the completion of setup, prior to starting processing, the user noticed that the red and blue lines were reversed at the manifold, causing the lines to pass through the incorrect valves. Rather than changing out their disposable set, the user adjusted their machine imputs to cause the necessary valves to open, using 'concentrate' to run blood from ther reservoir to the bowl, 'return' to run processed blood from the bowl to the reinfusion bag, and 'empty' to return partial bowls from the bowl to the reservoir. The user completed the procedure in this fashion without any further problems. No pt injury occurred.